Event description:
Rota burr 2.0 mm temporarily lodged in coronary artery. After insertion of intra-aortic balloon pump, rotaburr, guide catheter, and guide wire were removed. Fluoroscopy revealed a retained portion of the rotablator guide wire. Pt to or for emergency coronary artery bypass. Retained wire removed in cardiovascular lab with a microvena snare 4/13/98. Pt tolerated procedures well.